Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use it was discovered that the packaging had not sealed correctly on the absorbable envelope. Follow up was conducted with the field representative and it was verified that the sterile packaging had been compromised. The device was not utilized. There was no patient involved with this event.

Manufacturer narrative:
Product event summary: the product was returned and analyzed. Only visual analysis of the product was performed. If information is provided in the future, a supplemental report will be issued.